Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), depression ("depression"), fatigue ("chronic fatigue") and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, depression and dyshidrotic eczema outcome was unknown and the fatigue had not resolved. The reporter considered depression, dyshidrotic eczema, fatigue, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal and fatigue, dyshidrotic eczema most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event chronic fatigue added. On (B)(6) 2020: social media received. Reporter information added event : dyshidrotic eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fibromyalgia and depression outcome was unknown. The reporter considered depression, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New events fibromyalgia, depression was added. Concomitant drug, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report